Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had porous at the distal end. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a whitish foreign material resembling powder mixed with water was found inside the air or water tube and inside the air or water cylinder; also, inside the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed due to issues related to reprocessing. Additional evaluation findings: the plastic distal end cover was chipped, connecting tube was buckled, objective lens and bending section cover adhesive was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water cylinder, air/water channel, and sub-water channel could not be identified and a definitive root cause of the issues could not be determined, as there was no deformation observed that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use section below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.